Manufacturer narrative:
Manufacturing site evaluation: vigilance investigator carried out the pictorial documentation visually and microscopically. The pair of scissors were broken at the ride, directly at the thread of the screw hole. The scissors broke while riding, directly at the thread of the screw hole. The analysis of the fracture pattern shows a forced fracture due to overload. The side of fracture pattern "b" was probably the first to break, as it already showed slight signs of aging and corrosion due to reprocessing. The side of fracture "a" was probably the second to break. There are no signs of corrosion. No pores, inclusions or foreign bodies could be found at the fracture site. Batch history review: the device history records (DHR) were reviewed for all available lot numbers; the devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Explanation and rationale: according to the quality standard a material defect and production error can be excluded. There is the possibility for an usage error due to improper handling. A mechanical overload situation due to torsion or high leverage with the instrument could have led to the breakage. Conclusion and root cause: due to the current deviation and according to the information above, the root cause of the problem is the most probably usage-related. Corrective action: a CAPA is not necessary.

Event description:
No changes required.

Manufacturer narrative:
If additional information or investigation results become available, they will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a metzenbaum scissors. According to the complaint description, the scissors broke during a cesarean (c) section procedure. An additional medical intervention was necessary. An x-ray was not required, but piece retrieval was performed. There was a five minute delay. The adverse event is filed under xc reference (B)(4).